Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01702 / 03075).

Event description:
During a distal bicep repair, the threads of three anchors fractured off the end of the suture. Additional holes had to be drilled and the procedure was completed with another device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result."

Event description:
During a distal bicep repair, the threads fractured off the end of the suture. Another hole was drilled and the procedure was completed with another suture.

Manufacturer narrative:
This follow up report is being filed to correct device brand name. This report is number 1 of 3 mdrs filed for this event (reference 1825034-2016-01702, 03075 and 04324).